Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, document are currently available. The IFU lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jul2023 since the patients were implanted between july 1st, 2016 and july 1st, 2023. Benjamin n. French, et al. Journal of cardiac failure 31.1: 189 http://dx.doi.org/10.1016/j.cardfail.2024.10.030 emory university school of medicine, nashville, tn, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿the heartmate 3 device in severely obese patients¿ that the heartmate 3 (hm3) may be related to driveline infection, hospital readmissions, and death. This was a retrospective cohort study conducted via review of 193 patient¿s charts. The patients received a heartmate 3 left ventricular assist device (lvad) between 01jul2016 and 01jul2023. Patients with a body mass index (bmi) of less than 40 were classified as the control group (n =166) and had an average bmi of 27.4. Those with a bmi of 40 or greater were classified as severely obese (n=27) and had an average bmi of 45.0. There was also no significant difference in readmission rate (controls: 1.9 times per year; severely obese: 1.6 times per year; p=0.5), and no significant difference in the rate of new driveline infections between groups after 2 years (p=0.14).